Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 13.3c, water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 1,101, and pump hours were 1,014. Walked nurse through draining of 500 ml of water from right drain port. After a few minutes, water temperature (wt) was 31c and increasing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they are cooling to targeted temperature (tt) 36c in an arctic sun device. The patient has been below the target, currently 35c. Nurse stated that they have therapy under hypothermia but were not sure if it needs to be under normothermia. Therapy was started around 1700, they have about 10 hours remaining. Confirmed water temperature (wt) was 28c, water flow rate (wfr) was 3.2c, had nurse confirm targeted temperature (tt) was set to 36c under cooling and the cooling box was flashing. Outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 13.3c, water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 1,101, and pump hours were 1,014. Walked nurse through draining of 500 ml of water from right drain port. After a few minutes, water temperature (wt) was 31c and increasing. Nurse would monitor and call back if the patient temperature was still not warming to target.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient they are cooling to targeted temperature (tt) 36c in an arctic sun device. The patient has been below the target, currently 35c. Nurse stated that they have therapy under hypothermia but were not sure if it needs to be under normothermia. Therapy was started around 1700; they have about 10 hours remaining. Confirmed water temperature (wt) was 28c, water flow rate (wfr) was 3.2c, had nurse confirm targeted temperature (tt) was set to 36c under cooling and the cooling box was flashing. Outlet monitor temperature (t1) was 28.8c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 29.7c, chiller temperature (t4) was 13.3c, water flow rate (wfr) was 3.2 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 1,101, and pump hours were 1,014. Walked nurse through draining of 500 ml of water from right drain port. After a few minutes, water temperature (wt) was 31c and increasing. Nurse would monitor and call back if the patient temperature was still not warming to target.